Manufacturer narrative:
An intuitive surgical, inc. (Isi) product has not been received a for failure analysis evaluation.

Event description:
An intuitive surgical, inc (isi) research coordinator was at the gtc technology conference performing da vinci-assisted dv5 demonstrations. They were approached by a former da vinci-assisted patient. The patient stated they had a prostatectomy done at (B)(6) on (B)(6) 2020. They reported a piece was left inside of them during the procedure and they would need an additional surgery to remove it. Follow-up unable to be obtained due to insufficient customer information.